Manufacturer narrative:
Mindray service representatives repaired the solder on all connectors. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of ECG monitoring. No patient injury was reported.